Manufacturer narrative:
Stryker evaluated the customer's device and observed that the magnet was missing from the lid of their device. After replacing the lid, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker product analysis center (pac) further evaluated the lid and verified the reported issue. It was observed during visual inspection that the magnet retaining clips were bent/stretched out. The root cause of the reported issue was due to physical damage/user error. The lid was archived by stryker.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.